Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that she received an occlusion alarm from her pump. Therefore, on 08-nov-2023 (wednesday), the patient was picked up by the ambulance and admitted her to the hospital due to high blood glucose level and upper respiratory infection. Her highest blood glucose level was 964 mg/dl and she had high ketone level which was assessed as dangerous/life-threatening by the healthcare professional. Moreover, the infusion set had been used for two days. Further, the patient was transferred to the intensive care unit. During hospitalization, the patient received fluids of saline, potassium, insulin, and unspecified medication (drug name unknown) intravenously as corrective treatment which resolved the issue. On (B)(6) 2023, the patient was released from the hospital with no permanent damage. No further information available.